Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed on the device subcomponents. Attempts to produce rerun data and test automated mode functionality were unsuccessful due to physical damages done to the pod during downloading. The cause of the reported communication error complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 439 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include tiredness and having a stomach ache. The patient reports having no communication between the transmitter to the pod being worn. The patients parent had paused insulin prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 5 hours. Once at home from the hospital the patient was able to apply a new pod and transmitter.